Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08640 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customers stated that there was a problem with the programming on manual mode which was reason why it was not delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.